Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during a dwell cycle of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient with clearing the alarm. The patient was to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with a microscope. Functional testing performed included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. There were no issues noted during functional testing and a short simulated therapy was successfully performed. The reported problem of a system error 2240 was not verified and the cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.